Event description:
A consumer reported that the patient had five battery changes prior to getting their rechargeable implantable neurostimulator (ins). The consumer stated that the battery lasted for a year and a half and thinks it was a bad battery. The ins was indicated for parkinson's dual/movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.